Event description:
According to doctor he had performed liposuction on neck and abdomen and had gone back to reform "skin tightening" with j-plasma when my daughter, (B)(6) coded. Ambulance was called and she was taken to cedars sinai where it was determined she suffered catastrophic brain damage inconsistent with life. She was removed from the emco (extracorporeal membrane oxygenation) and respirator and ventilator on (B)(6) 2023 and passed away minutes later. Coroners investigation is pending. Also second autopsy will be performed.